Manufacturer narrative:
Two photos provided. One photo shows company device with the plunger advanced over the lens. The second photo shows removed nozzle, broken iol is visible in the nozzle. Based on our observation of the attached photo, plunger has passed over the lens. A definitive determination of damage cannot be made without the evaluation of the physical product. Plunger override may occur: if the lens has become misaligned in the lens bay during the manufacturing process. Due to the use of a non-qualified viscoelastic. Material properties of non-qualified ovds may contribute to underfill, overfill, misfolding of the haptics, or other inconsistent folding outcomes. If inadequate viscoelastic is placed in the device this will cause inadequate coverage of the lens fold path which may cause the lens to advance incorrectly or become ¿stuck¿ in the device allowing the plunger to override the lens. If the operating room temperature is too high (> 23°c / 73° f) lens folding consistency is negatively affected, the lens is more adherent and this may inhibit lens advancement. Any of the above listed causes alone, or in combination, may create the reported event. Based on the reported description and photo, hcp has attempted to remove the lens from the nozzle after plunger override had occurred. Dfu (directions for use) does not instruct the removal of iols from company device. The damage most likely occurred by pulling the lens from the narrow nozzle. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
A sample device was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).

Event description:
A non-healthcare professional reported during the intraocular lens (iol) implantation noticed that the plunger was advanced without the lens. The lens was taken out to mount it into the cartridge and one of the snippets broke. There was no patient contact with the lens but the patient remained aphakic without lens. The surgery was completed on the same day but another intervention was required to implant the lens. Additional information includes when preparing the lens plunger broke the lens. Additional information received and stated that, surgeon actually had to request another lens and the patient was admitted to the operating room again to perform the implant. Additional information received and stated that, the procedure was completed on same day with non company lens. Additional information received and stated that, the procedure was completed on different day with non company lens.